Event description:
This complaint is from a literature source. The following literature cite has been reviewed: bimlesh kb, reetesh r, shailesh k, nishant k, santosh k. Comparison of pfna and primary hemiarthroplasty in the treatment of unstable intertrochanteric femoral fractures in the elderly: a retrospective study. 15apr2024. International journal of life sciences, biotechnology and pharma research vol. 13, no. 5, may 2024. Objective/methods/study data: the purpose of this retrospective comparative study was to evaluate the outcomes of pfna (proximal femoral nail antirotation) versus primary hemiarthroplasty in treating unstable intertrochanteric femoral fractures (iff) in the elderly population. Between june 2021 to june 2023, a total of 60 patients (30 patients received treatment with pfna and 30 patients received treatment with primary hemiarthroplasty) with age more than 65 years. The follow-up period was done at 3, 6, and 12 months. Lot, model and catalog number are not available, but the suspected depuy synthes device(s) possibly associated with reported adverse events: pfna (proximal femoral nail antirotation). Adverse event(s) and provided interventions possibly associated with unk - constructs: pfna (qty: 3): 2 patients had deep vein thrombosis. No intervention was provided. 1 patient had infection. No intervention was provided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: h3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.